Manufacturer narrative:
Concomitant product: ersurgical (B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The actual sample was not returned for evaluation; however, the customer returned three representative samples. A visual inspection was performed on the samples and no defects were observed. The samples were assembled correctly. Drop testing was also conducted on the samples to test for any blockage, and no issues were encountered. All three samples passed the drop test. In the current manufacturing procedure, 100% leak testing and drop test sampling are conducted at the assembly area; therefore, any defective products would be detected prior to release from the manufacturing facility. The complaint could not be confirmed as no issues were found with the returned representative samples.

Event description:
Customer complaint alleges the device had a leak noted during testing, prior to use.no report of patient involvment.

Manufacturer narrative:
Concomitant medical products: ersurgical 5000000. (B)(4). The actual device involved in this complaint was not returned, however a representative device sample was returned to the manufacturer. Evaluation of said device is still in progress at the time of this report.

Event description:
Customer complaint alleges the device had a leak noted during testing, prior to use. No report of patient involvement.